Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 pounds during priming test due to faulty force sensor resistor. There was no motor error alarm on the device. The device was unable to test for excessive no delivery alarms due to prime anomaly. The motor passed the motor test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for motor error alarm was performed. Customer advised during a bolus attempt they received the motor error alarm. Customer received multiple motor error alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.